Event description:
The rptr did back to back blood glucose tests that resulted in 351 and 126 mg/dl. Tests were done within 10 mins, using different fingersticks. There were no symptoms. Rptr did a control solution test and got a result within range 133 (96 -143). She is not sure whether or not the control solution had been opened for longer than 3 months.